Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that sieve beds are cracked, there is no alarm, and it is not switching. The underlying cause was that the 4 way valve was contaminated. However, the underlying cause for the unit not alarming and not switching could not be determined.

Event description:
Dealer states there is no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states there is no alarm.